Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was 400mg/dl and 456mg/dl at the time of the incident. Customer removed the battery for 11 minutes to clear the battery out limit alarm. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they were successful in completing the rewind process. The insulin pump will not be returned for analysis.